Event description:
It was reported that the patient presented to the hospital for an implant procedure. It was noted that the left ventricular (lv) lead exhibited no r-wave sensing despite multiple repositioning attempts. The lv lead was not used and was replaced on (B)(6) 2026. The patient was in stable condition.